Event description:
It was reported that intermittent cartridge alarms occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer not to refill or reuse cartridges. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. A new cartridge was loaded and insulin therapy was resumed.